Event description:
During filling, while using a chemo-aide dispensing pin, leakage occurred from the filter of the device. Reporter further adds that the solution bubbled at the vent and the pin causes a vacuum which causes the syringe to pull back. No patient injury or exposure occurred.